Manufacturer narrative:
No sample was saved for evaluation. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 10/20/2009.

Event description:
The surgeon reported difficulty in connecting the infusion cannula during surgery in 2009. The trocar cannula was tight and the surgeon forced the infusion cannula through. The surgery scheduled was a vitrectomy with cryopexy to treat a retinal detachment with the macula off, on the left eye. During the postoperative visit the surgeon noted a metallic foreign body in the macula with a retinal infiltrate noted. The surgeon performed a second surgery the following month, to remove the metal foreign body. The surgeon felt the metal foreign body was from forcing the infusion cannula through the trocar cannula. The surgeon stated the patient outcome is excellent.